Event description:
Noted noise oversensing on stored episodes. Lead is st jude lead implanted in 2008." Lead manufactured by st. Jude. Case: (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).